Event description:
The physician reports that the crystalens tore when delivering the lens using the staar surgical lens injector system. The damaged iol was removed and replaced with another crystalens. No need for enlargement of incision or placement of sutures.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings.